Event description:
The reporter stated that the surgeon was attempting to insert a single piece silicone lens aa4203tl model into the pt's eye and lens stuck in the cartidge and a haptic tore upon insertion. The surgeon removed the lens without enlarging the incision. No pt injury.